Event description:
It was reported by the customer that a pyxis medstation es system order was not crossing to station. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that order was not crossing to station due to configuration issue. A technical support specialist examined the server and found that the time zone was set to pst instead of mst. Consequently, the specialist adjusted the server settings to mst. The system functioned as intended after troubleshooting. .